Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The air gas module was found damaged and replaced. After replacement, the ventilator was tested, passed pre-use check and was cleared for clinical use. According to field service engineer, the reason for the damage was due to increased pressure in hospital's gas supply system.

Event description:
It was reported that the air gas module of the ventilator was damaged. The patient involvement is unknown. Manufacturer's ref.#: (B)(4).